Manufacturer narrative:
H10: the actual devices were not available; however, two photographs were provided for evaluation. A visual inspection of the photographs was performed which observed tiny droplets of liquid located on the inner wall of the housing which appeared to be condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Typically, over time, condensation would dissipate or dry up. Condensation is not a product defect. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) .initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had leakage. This issue was discovered after filling. There was no patient involvement. No additional information is available.